Manufacturer narrative:
Citation: corrado tamburino, md article title: 1-year outcomes after transfemoral transcatheter or surgical aortic valve replacement journal title: journal of the american college of cardiology vol. 66, no. 7, 2015; 10.1016/j.jacc.2015.06.013 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding 1-year clinical outcomes of a large series of propensity-matched patients who underwent surgical aortic valve replacement (savr) and transfemoral transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between 2010 and june 2012. The study population included 5,468 patients, 4077 were savr patients and 1,391 tavr patients, predominantly female; mean age 80 years, 839 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: valve migration, stroke, acute myocardial infarction (mi), renal failure, cardiac tamponade, permanent pacemaker implant due to av block, moderate to severe paravalvular leak (pvl), vascular damage and infection/sepsis. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.